Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/242.4030 motor stall.. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Updated d9 & h6 device codes as product was received. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device not received with pending investigation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/242.4030 motor stall. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/242.4030 motor stall. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted, replaced broken ail sensor for error code 242.4030. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Root cause: based on the findings, service determined that the reported issue was due to electrical failure of the moog ail kit. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly without further alarms or malfunction. Device history review: a review of the device history record showed the device had a manufacture date of 26sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.